Event description:
It was reported to a physio-control service representative that the battery within the customer's device was discharged. Both the charge-pak and attention symbols were lit. A new charge-pak was installed, but the device did not power up anymore. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After further evaluation of the device, physio-control was unable to determine the cause of the reported failure.

Manufacturer narrative:
(B)(4): physio-control performed an initial evaluation on the device and was unable to verify the reported power up failure. It was observed during initial download that device logged several event codes and that the three indicators (service wrench, charge pak and attention) were illuminated. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.